Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a family member that the patient¿s device had actually stopped pacing the patient¿s heart. The ICD remains in us. No patient complications have been reported as a result of this event.